Event description:
N/a.

Manufacturer narrative:
It was reported that cardiosave intra-aortic balloon pump (iabp) with damaged balloon pump. A getinge field service engineer (fse) are awaiting the hospital to accept our quote. Details below will be provided when engineer attends site. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. It is unknown of patient involvement. H3 other text: hospital has not accepted quote.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was damaged.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.